Event description:
It was reported the pt is still experiencing surgical pain at the pocket site two months after the implant. There is no evidence of infection and the pt is receiving effective stimulation. The physician has prescribed medication and instructed the pt to treat the pocket site with ice.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.